Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the following caused the event: failure of plug unit by handling below. Earth wire of system was not connected. Insertion/removal of scope connector while power of system was on. Dirt and/or fluid adhered to scope connector contacts. Charged coupled device cable built in insertion tube of the device may have been damaged by physical stress applied to the tube. The following is included in the instructions for use (IFU): "do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result." "Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." "Insertion of the endoscope: do not allow the insertion section to be bent within a distance of 10 cm or less from the junction of the boot. Insertion section damage can occur." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, that the evis exera iii bronchovideoscope exhibited b30 communication error code. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the device was not used in the past three days since it mainly used for emergencies. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, distal end cover damaged, bending section rubber chipped, connecting tube buckled, error b30 displayed when scope connector connected due to connector plug unit worn and torn. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.